Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted to address the issue.

Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. Based on the information received, the cause of the high impedances could not be conclusively determined.

Event description:
It was reported that patient has not lost effective therapy due to high impedances on leads. Surgical intervention is still pending to address the issue.

Manufacturer narrative:
Correction: section h6 - health effect codes were changed to reflect no loss of therapy.

Manufacturer narrative:
Section b3: date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
It was reported both patient's leads have high impedances. Surgical intervention may be pending to address the issue.